Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 68-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The multifunction cable (mfc) was not provided for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed multiple advisory alerts issued related to patient impedance (<15 ohms or >300 ohms). This warning repeats every two seconds until resolved. These warnings were accompanied by "poor pad contact" and "check pads" advisory messages, suggesting the device was detecting an invalid patient impedance. The event electrode pads were discarded by the customer and not available for investigation. No trend is associated with reports of this type.